Event description:
The field service representative (fsr) reported that during preventative maintenance of the device, the temperature would not stop at forty-two degrees celsius. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
This complaint was discovered while investigating a related complaint and is confirmed. The field service representative (fsr) replaced an unauthorized forty-three degree celsius thermostat with manufacturer's thermostat. The unit operated to manufacturer specifications and was returned to clinical use. No additional action will be taken at this time.